Event description:
The following has been reported: fresnius kabi employee who was onsite supporting customer reported: alarming "pump problem, service required". Fk employee tried resetting, without success. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During startup recharge, the air compressor made a weak crunchy sound before the pump alarmed. The pump was reverted to manufacturing mode and pneumatic hardware testing was performed. The pump failed recharge testing consistent with a failed air compressor. No additional damage or fault could be found.